Event description:
It was reported from the us that during a bilateral total knee replacement an instrument broke. After both knees had been replaced, and all components cemented into place, a small piece of black plastic was noted on the sterile field. This was noticed during closure of the left knee. The right knee was already closed and dressed. A brief search for the source of the piece of black plastic revealed that the black poly from the head of the locking femoral impactor had cracked down its center between the two pegs that hold the poly in place on the handle. A small chip had cracked off the center crack and fallen loose. All pieces were collected, washed, and accounted for. The agent was present during the surgical procedure. There was no delay to surgery and no patient adverse event. The agency in inactive and no more information is available for this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Eng eval attached jun 2019 by (B)(6) the broken impaction surface appears consistent with material degradation associated with normal use and subsequent sterilization cycles. All other aspects of the devices appear unremarkable and consistent with normal use. The design of this special instrument was developed by modifying a predicate locking lpi femoral impactor (catalog #: 213-64-01). The first revision (dsr215678) replaced the screws used to hold the plastic impaction cushion to the metal base with two smooth metal pegs that are stabilized by dowel pins. Refer to tm-2016-0015. The second modification (dsr217362) replaced the stop on the end of the adjustment screw with a weld. Refer to tm 2017 0680 si. Design-related issues: the design of the locking lpi femoral impactor has been in the field since 2005. Exactech is aware of 16 other complaint reports involving broken femoral impaction surfaces of locking femoral impactors since 2014. Since locking femoral impactors are used during total knee surgeries, sales data for femoral components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech complaint data from 2014 to 2018 involving the reported failure for this family of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely underlying cause-the broken instrument reported in experience c2018-075 was likely the result of material degradation associated with normal use and subsequent sterilization cycles. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. The instrument broke and caused a small "chip" to fall into the sterile field. An investigation was conducted; the broken instrument reported was likely the result of material degradation associated with normal use and subsequent sterilization cycles. Information was not provided for: ethnicity, race. Of the 2 devices reported the specific broken device was not identified. (2 of 2 complaints related to c2018-075 cat # sk-012228/ lot # dsr215678).